Manufacturer narrative:
(B)(4).

Event description:
The pt experienced pain at the ins site over their spine; the device was reported to have migrated after physical examination/palpation. The device was surgically repositioned on (B)(6) 2010, the pt outcome was reported as resolved without sequelae.